Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's downstream occlusion seal was detached and the door clasp was cracked. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the customer reported issues with detached dso (downstream occlusion) seal, cracked battery door, and damaged battery compartment confirmed through visual inspection. The cause of the reported issues was not listed. The reported issues were resolved by replacing dso seal, replacing battery door, and replacing battery compartment. Upon further investigation uso (upstream occlusion) seal was delaminating, replaced uso seal. Motor odometer at 8042507, replaced motor and reset odometer. The device passed all functional and delivery tests performed after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.